Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported the upper aligner cutting into their gums causing pain and discoloration of their gums. The lower aligners do not fit properly and are cutting their gums. Provided information on step 1, asked patient to try step 2 to see if those aligners fit better.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.